Event description:
It was reported patient underwent an elbow ligament reconstruction procedure on (B)(6) 2013. During the procedure, the tip of the juggerknot mini inserter fractured in the patient. As a result, the fractured fragment was removed and another juggerknot was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery." Number 9 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery." Examination of returned device found no evidence of product non-conformances. Evidence suggests fracture occurred due to misalignment or excessive force. Further, this device was used during an elbow ligament repair which is not indicated on the package insert.